Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form at 8atm for several seconds upon first inflation. The device able to remove from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.